Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed electrically damaged components on one of the internal pcb assemblies. Physio informed the customer and they took the device out of service.

Event description:
A physio-control service representative was performing preventive maintenance on a customer device and observed that the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.